Event description:
The facility's biomedical tech reported an infusion pump with failure code 30 found during biomedical testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.